Event description:
On 6/12/94, a 41-yr-old female post total abdominal hysterectomy with bilateral salpingoophorectomy, was found in bed unresponsive. The pt was receiving morphine via pca pump. A code blue was called from the pt's room. The pt responded to narcan and was transferred to the surgical intermediate care center for further monitoring. This incident did not result in any injury to the pt, and the pt was trasferred back to a surgical unit on 6/13.